Manufacturer narrative:
Results: investigation summary: we have been provided with the affected sample. The evaluation of the affected sample showed the presence of foreign matter in the barrel, identified as embedded contamination in the barrel that confirmed the reported issue. Bhr review: we have reviewed our production and inspection records associated with lot# 1705177 and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Root cause description: after the analysis of the provided sample, we concluded that the reported issue could be related to embedded particles in the barrel during the injection of the piece. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the barrel without possibility of being detached from it. The sample presented foreign matter in the barrel of the syringe. We confirmed the reported issue. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that there was visible contamination on the plunger of a 20 ml discardit¿ ii syringe without needle. There was no report of injury or medical intervention.